Event description:
A malfunction was reported on the pump by the caller, who did not indicate any notable events prior to this issue. There was no reported adverse impact to the customer. Technical support assisted the caller with resetting the pump and provided information on pump reset procedures. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to call back if any further issues occur.